Event description:
It was reported that the physician was unable to place the lead in four different locations during the procedure. The lead had intermittent capture and high impedance measurements. The physician tried to extend the helix outside of the patient body and it took more turns than expected before the helix rapidly extended. The lead was not used. A different lead was implanted in the right ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.